Event description:
It has been reported to philips that the allura system locked up and then would not boot up. The system was in clinical use when this occurred. There was no report of harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred and there was delay in completing the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up. Upon some functional testing, the fse determined that there was issue with flexvision pc. To resolve this issue, the fse replaced flexvision pc and hard disk drive (hdd). After replacement of flexvision pc and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.